Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was observed with occasional intermittent undersensing. It was also reported that the right ventricular (rv) lead was noted with oversensing. Both leads remain in use. No patient complications have been reported as a result of this event.